Manufacturer narrative:
Product was returned for review. The product met specifications and did not malfunction. The unit and applicator passed functional testing. The leadwires tested within tolerance. However the electrodes were not tested due to the fact that they were not the recommended djo brand and the resistance spec is unknown for these electrodes. Visually the electrodes were dirty and missing gel.

Manufacturer narrative:
Not returned

Event description:
Complaint received that alleges "patient has burns at the site of application from the unit. The injured party was treated at the hospital/clinic and released". Questionnaire was received from clinician and/or patient. Treatment was not interrupted, however progress toward recovery was impeded. Second (2nd) degree burns were treated with silvedene cream po antibiotic of keflex when observed. Patient also sought additional treatment and received silvedene cream po antibiotic of keflex. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.